Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 570 mg/dl. Customer treated their high blood glucose level via bolus delivery and manual injection. Customer went to the hospital on the morning of (B)(6) 2017. Customer advised they were eating food, watching television and when they slept the insulin pump alarmed that they were high. Customer was placed on insulin drip while at the intensive care unit. Customer advised they had an infection, high blood glucose levels and suffered a heart attack. Customer advised the cannula was bent and they declined to troubleshoot for high blood glucose levels.